Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing after ending their pd treatment. The patient was not sure what part of the tubing the leak was coming from, but fluid got onto the table. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed there was no fluid inside the cassette door. Upon follow up, the patient confirmed the reported event but could not confirm where the leak was coming from on the tubing as well as the cause of the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak on the cassette film was found. After further inspection, no other problems were found. The complaint product sample was visually inspected and no problems were found in the lines. During the visual inspection under the microscope, a tear was found in the cassette film. After further inspection, no other problems were found. No damages were found in the cassette hard plastic. This kind of damage could have the following causes: ¿ pump door is sharp per closes unexpectedly during set up. ¿ stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. ¿ finishing problem due to a sharp point created or cassette damaged mechanically. ¿ shipping or transportation damages the product. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The alleged event was confirmed with complaint product evaluation; however it is not possible to determine the actual cause of the defect.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing after ending their pd treatment. The patient was not sure what part of the tubing the leak was coming from, but fluid got onto the table. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. The patient confirmed there was no fluid inside the cassette door. Upon follow up, the patient confirmed the reported event but could not confirm where the leak was coming from on the tubing as well as the cause of the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.